Event description:
The pt reported the display on her backup insulin infusion device is partial or erroneous. She stated the display is not cracked and she had inserted a new battery, but the display is still not properly working. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The prod was replaced and requested to be retuned for eval.